Event description:
It was noted the procedure occurred approx one month ago (exact date is not known). It was reported to boston scientific corporation, that a speed band superview super 7 multiple band ligator was used during an esophageal variceal banding procedure. Pt's age, weight and gender were not provided. Per the complainant, during the procedure the ligator thread snapped inside the pt preventing deployment of the bands. Nothing detached from the ligator. The device was removed with the endoscope. The procedure was completed with another speedband superview super 7 multiple band ligator. There were no pt complications as a result of this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of shipping history, batch history, historical trending, and similar complaint trending for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.